Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and documentation were conducted during the investigation. The complaint device was not returned to aid in the investigation; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Based on the review of current documentation, cook has concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number 8559037. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Appropriate measures are being conducted to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: additional information was received from the customer. It was confirmed that the customer finished the procedure by using another drain of the same size as the complaint product. The device was inserted in the abdominal area, and the type of drainage that was performed was transparietal hepatic biliary drainage. The complaint device was only in contact with the patient during the time of implantation, which was made through the "npas" hole. According to the doctor, the problem occurred in the internal part of the drain, and it began during the set up of the flexible blue stylet - although it didn't make it impossible to use the device. After inserting the drain in the right position however, it was not possible to remove the stylet; it was stuck and almost broke. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was placed in the patient for an biliary drainage procedure. After the operator inserted the catheter, the blue plastic stiffener was unable to be removed. Information regarding event details has been requested but is currently unavailable. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.